Manufacturer narrative:
Returned for eval was a 4f single lumen PICC. When physically manipulating the extension legs the luer appears to be detaching from the extension leg. The customer's reported complaint description of leaking at the hub is confirmed. A root cause for the reported complaint description cannot be determined. A review of the lot history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported (B)(4) 2015, a pt of unk age and gender underwent a PICC replacement post procedure due to the luer of the PICC partially detaching from the extension leg tubing. The PICC was removed and replaced with a new of the same device. The pt suffered no harm or injury due to the event. It was reported the disposable device has been returned to the manufacturer for eval.